Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During patient use the cuff didn't inflate. The tube was removed and the patient was reintubated. There was no patient harm.

Manufacturer narrative:
(B)(4). Inflation line leak was confirmed in the received sample. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.